Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection reflin (1 gram, once daily per bag, route and duration not reported) and injection amikacin (250 milligram, once daily per bag, route and duration not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.